Event description:
It was reported that the information on the insulin pump could not be uploaded; customer was being assisted by the nurse at the hospital. It was stated that the customer was calibrating the insulin pump but nothing could be found. It was stated that the device alarmed failed self test. Customer tried multiple ports on the computer. It was found that the reason it failed was because of the insulin pump had the error alarms. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.